Event description:
It was reported that an ilet bionic pancreas generated an ¿unable to proceed¿ alert during the fill tubing step despite replacement of the infusion set and cartridge, indicating a delivery obstruction consistent with an occlusion-related malfunction of the pump system. Symptoms included no adverse glycemic effects, with blood glucose reported as unaffected. Outcomes included product replacement and education on syncing data and shutting down the device prior to return. Investigation included remote troubleshooting and case review. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.